Event description:
It was reported that the patient underwent ¿a rather large¿ spinal revision procedure using rhbmp-2/acs. The surgery was a revision for scoliosis t11-s1 with posterior instrumentation and a wedge resection at l4. Bilateral foraminotomies and laminectomies were performed l1-l5. Patient reports that the dura was torn during this procedure. On pod 6 the patient developed an infection in the incision. Patient was discharged home on pod 9. Patient returned to the ER on pod 12 with a necrotic spot on the incision and uncontrolled pain. Patient was taken to the or and underwent a debridement. Patient required a skin graft and wound vac later. Patient was in ICU for ¿about 9 days and almost died.¿ CT scan indicated fluid along all the rods, and patient reports that ¿the infection was in all the fluid¿. Patient developed meningitis. Patient was declared stable 1 year later. Cat scans in 2010, 2011, 2012 and 2013 have shown severe foraminal narrowing/stenosis l1-l5 bilaterally. Patient is in constant pain, takes pain medications daily, and wears a pain patch. Patient has chronic leg, pelvic, and tailbone pain. Cramps in the left leg at night, and difficulty sleeping. Patient has ptsd from her stay in the ICU.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Implant date: 2010. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.